Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message " scan again in 10 minutes" while scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer stated they experienced unspecified symptoms of "hypoglycemia" and an emergency doctor was called and provided the customer an injection of insulin for the diagnosis of hyperglycemia. Please note the customer's reported symptoms of "hypoglycemia" are not consistent with the treatment of insulin and diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.